Manufacturer narrative:
Corrected data: a2 - patient age erroneously left blank on initial report and corrected to 79. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and comorbidities of dyslipidemia and hypertension underwent an implant procedure with a transcatheter aortic valve evfxplus-26. The patient was classified as new york heart association (nyha) functional classification ii and was receiving ongoing treatments including aspirin (asa), angiotensin-converting enzyme (ace) inhibitors, statins, and other medications. Standard electrocardiography was conducted, revealing abnormalities including left anterior fascicular block, right bundle branch block, and left bundle branch block. During hospitalization, a pacemaker was implanted, and the patient was identified as a pacemaker carrier but not dependent. The patient was discharged home following the intervention.